Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The navigation system suddenly switched-off and is very slow in booting-up. Computer replacement resolved the issue. Return requested. No parts have been received by manufacturer for analysis. The medtronic representative reported the navigation system is now working. No further issues have been reported.

Event description:
A site physician reported that a navigation system that became unresponsive unexpectedly. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer passed all testing with no problem found. Hardware and software function properly during testing. The reported event could not be duplicated by medtronic personnel.as previously reported the computer was replaced to resolve the issue.